Event description:
It was reported that the patient presented to the emergency room after experiencing shocks. Device interrogation revealed the right ventricular (rv) lead was oversensing far p-wave signals resulting in the inappropriate shock. An x-ray was performed, and dislodgement of the rv lead was noted. The physician explanted and replaced the rv lead. The patient condition was stable.